Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic event. Patient¿s wife found him on the floor, sweating. Paramedics were called and patient was administered food but is unsure if he received any kind of medication. Patient claims that cgm¿s receiver¿s alerts are no longer functional. Dexcom technical support asked the patient to trigger both alerts while on the phone and the alerts were not heard. At the time of his call to dexcom technical support patient was feeling well. Dexcom will be replacing patient¿s receiver and has requested that patient returns his current receiver for investigation.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker sub-assembly.